Event description:
During product analysis of a returned handheld, serial cable and power cord, an anomaly with the serial cable was identified. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable printed circuit board (pcb), no further anomalies were identified. A computer software anomaly also found during product analysis of the returned flashcard is reported under manufacturer's report # 1644487-2012-02683.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.